Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas did not charge or power on despite attempts using multiple wall outlets and correct device setup, consistent with a device power or battery depletion issue related to the external charging system. Symptoms included no alerts or alarms and no reported adverse clinical effects, with blood glucose reported as unaffected while the patient used a backup insulin pump. Outcomes included temporary use of an alternative therapy to maintain insulin delivery. Investigation included remote troubleshooting and replacement of the ilet and charging kit to isolate whether the failure was attributable to the device or the charging system. Investigation of this case revealed a suspected malfunction of either the device battery/power system or the charging pad that prevented device startup. It was concluded that the event constituted a device malfunction without patient injury, and replacement equipment was provided to restore therapy continuity.